Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and found that sound was disabled by customer in the control panel. The customer reenabled the sound to resolve the issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating there is no audio to the unit, as the alarms are not audible even though the speakers are connected to it. The device was in use at the time of the event. No adverse event occurred.